Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is estimated. The xience v is being filed under a separate medwatch MFR number. Evaluation summary: analysis of the returned product noted blood visible on the hub, shaft, balloon and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen and in the balloon. This is consistent with preparation and the sds advanced into the patient anatomy. The stent implant had dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were kinks in the shaft 23cm, 30.5cm, 64.4cm, 65.5cm, and 66.5cm distal to the strain relief tubing. The shaft was twisted 80.7cm distal to the strain relief tubing for a length of 0.8cm. Since this damage was not reported in the incident information, the kinks and twisted shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. An interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion/guiding catheter during retraction would have then led to the stent dislodgement. The patient was sent to surgery where one of the dislodged stents was removed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, a conclusive cause for the reported stent dislodgement could not be confirmed however the reported failure to advance appears to be related to the operational context of the procedure. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the mid to distal left anterior descending artery, the otw xience v was advanced but could not cross the target lesion. The device was being retracted into the guide catheter from the artery when the stent became dislodged from the balloon. The stent could not be located in the anatomy. A second rx xience v was advanced in the anatomy and reportedly hit on the first stent during advancement. The second stent became dislodged during advancing and manipulation in the anatomy. The patient was transferred and underwent surgical bypass. One of the dislodged stent implant devices was retrieved from the aorta and removed during the surgery. The patient was reported in good condition post surgery. Though requested, no additional information was provided.